Manufacturer narrative:
Four sterile devices were returned for evaluation of the reported complaint mode ¿shedding / flaking.¿ the used device was visually evaluated and it was observed that the bushing demonstrated significant radial galling of the surface. The functionality test identified that there was some friction felt at the bushing. The device history records were reviewed and no discrepancies were found. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an arthroscopic rotator cuff repair, it was reported that while utilizing the device the burr was shedding metal shavings. The sheds were removed via suction. There was a two minute procedural delay reported.